Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of (it could not be determined if the clip had grabbed the artery or was stuck on the end of the sheath), retraction problem and difficulty removing the closure device could not be replicated in a testing environment as the they were based on procedure circumstance. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed and the returned device analysis, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile, unused starclose devices were received and tested. Testing was successfully performed with no malfunctions observed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic cerebral angiogram. Reportedly, the starclose se sheath completely split. The clip was deployed and the device stuck in the anatomy. The access ports did not release the device; the sheath was cut away and the starclose se device was removed with force. No tear in the vessel or hematoma was reported. It could not be determined if the clip had grabbed the artery or was stuck on the end of the sheath. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.